Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2019-05587. It was reported that the patient presented to an emergency room. It was noted that the right atrial (ra) and right ventricular (rv) leads were dislodged. A chest x-ray was performed, and lead dislodgement was confirmed on both the leads. The right atrial and right ventricular leads were explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomalies found.